Manufacturer narrative:
The insulin pump received with intermittent button response due to light moisture damage on the keypad traces. There was no display ramping on its own anomaly. The insulin pump was received with minor scratches on the lcd window. The device was received with cracked case at the display window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 200 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.